Event description:
The article, "device-associated posterior leaflet aneurysm and perforation following edge-to-edge mitral repair", was reviewed. The article presented a case study of an 81-year-old female patient with a history of myocardial infarction, paroxysmal atrial fibrillation, severely reduced lv ejection fraction, and prior transcatheter edge-to-edge repair for severe mitral regurgitation. It was reported on an unknown date, an unknown sized tendyne valve was chosen for implant following elasta-clip technique due to a posterior mitral leaflet (pml) aneurysm with perforations at the dome of the aneurysm and on its lateral circumference. The procedure was performed without left ventricular outflow tract obstruction and minimal paravalvular leakage. The patient was discharged to rehabilitation after 7 days post-procedure. [The primary and corresponding author was philipp doldi, klinikum der universität münchen, lmu münchen, medizinische klinik und poliklinik I, münchen, bavaria 81377. Germany, with corresponding e-mail: philipp.doldi@med.uni-muenchen.de.].

Manufacturer narrative:
As reported in a research article, device-associated posterior leaflet aneurysm and perforation following edge-to-edge mitral repair. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported incidents may be related to the patient¿s underlying comorbidities; however, the exact cause cannot be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: device-associated posterior leaflet aneurysm and perforation following edge-to-edge mitral repair b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "device-associated posterior leaflet aneurysm and perforation following edge-to-edge mitral repair", was reviewed. The article presented a case study of an 81-year-old female patient with a history of myocardial infarction, paroxysmal atrial fibrillation, severely reduced lv ejection fraction, and prior transcatheter edge-to-edge repair for severe mitral regurgitation. It was reported on an unknown date, an unknown sized tendyne valve was chosen for implant following elasta-clip technique due to a posterior mitral leaflet (pml) aneurysm with perforations at the dome of the aneurysm and on its lateral circumference. The procedure was performed without left ventricular outflow tract obstruction and minimal paravalvular leakage. The patient was discharged to rehabilitation after 7 days post-procedure. [The primary and corresponding author was philipp doldi, klinikum der universität münchen, lmu münchen, medizinische klinik und poliklinik I, münchen, bavaria 81377. Germany, with corresponding e-mail: philipp.doldi@med.uni-muenchen.de.].

Manufacturer narrative:
Literature: article title device-associated posterior leaflet aneurysm and perforation following edge-to-edge mitral repair. B3: date of event is estimated. D4: the UDI number is not known as the part and lot numbers were not provided investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.